Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 27mm 6900ptfx pericardial mitral valve was explanted after an implant duration of seven (7) years, three (3) months due to mitral stenosis [(B)(4)]. The patient initially presented with shortness of breath. The explanted valve was replaced with a 27mm 11400m mitris valve. It was learned that concomitantly, the patient's 25mm 2700tfx pericardial aortic valve was explanted after an implant duration of seven (7) years, three (3) months due to unknown reasons [(B)(4)]. The explanted aortic valve was replaced with a 23mm 11500a inspiris valve. The patient was noted to be stable in recovery post procedure. The patient is a 76-year-old female with history of hyperlipidemia and hypertension.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hld.